Event description:
It was reported a 6f angio-seal vip vascular closure device was used to seal the right femoral arteriotomy site post percutaneous heart right and left catheterization. The next day, the patient was discharged. Two days later, the patient returned to the emergency room for right groin pain. An ultrasound revealed a pseudoanuerysm. The next day, the patient underwent surgery repair of the pseudoanuerysm and a 3mm hole in the lateral wall of the artery. The hematoma was opened, evacuated and sutured with a 4.0 prolene suture. The patient was discharged the next day and was reportedly n a stable condition.